Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI #: (B)(4).

Event description:
It was reported that a bd phaseal¿ protector p14j leaked between the vial and p14j during use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: visual inspection showed no defects. Protector fit the vial properly. No leakage has been found. The customer reported that for this sample protector was re-connected multiple times to vial to understand the phenomenon. So the original condition when the leakage confirmed was not kept. So protector was investigated. No anomalies have been found in the needle nor in the membrane. During molding process, critical to quality dimensions of p14j are measured according to confirm they are within tolerance. During assembly process, functionality test to confirm the properly function of the protector (including properly fitted to the vial). All this tests and inspections avoid faulty devices. Visual inspection showed no defects. Protector fitted the vial properly. No leakage has been found. The customer reported that for this sample protector was re-connected multiple times to vial to understand the phenomenon. So the original condition when the leakage confirmed was not kept. So protector was investigated. No anomalies have been found in the needle nor in the membrane. Investigation conclusion: bd was not able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as it is explained in the verbatim, the new vial conditions may have caused the bad use of protector. P14j protector is intended to use with 13 mm diameter vials. Protectors cannot be assembly to the vial slanting. It is recommended to carefully follow the instructions explained in the IFU (dgp109 current version). M12 assembly fixture device is a useful tool to make the connection of the protector to the vial easier. In this case, as the lot is unknown retained samples cannot be checked. Due to the same reason, DHR cannot be reviewed. An inadequate size of the vial seems to be the root cause of the leak between the vial and the protector.